Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter stopped working after a month. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter stopped working was confirmed by the findings of a loss of signal via log review. The root cause could not be determined.